Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. A pump log review was completed for the load fill tubing allegation. There is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) decreased to 36 mg/dl. The customer attempted to treat their bg with consuming carbohydrates, but went to the emergency room where they were treated intravenously of fluids of saline. Customer was released with issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.